Manufacturer narrative:
(B)(4). The biomedical engineer evaluated their device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. A backup device was immediately available and was used. The device was used only for monitoring the patient¿s ECG. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.